Event description:
It is reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer treated the high blood glucose with the use of the insulin pump. The customer reported a no delivery alarm from the insulin pump. The customer further reported having issues with bent cannulas from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.